Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 310 mg/dl. The customer stated that the insulin pump shut off, and she changed the battery but the device would not turn on. She stated that she put in a different battery, and the insulin pump finally turned on, and now the insulin pump prompted her to set the time and date. She had cleaned the battery cap previously. She noted that the insulin pump had alarmed low battery, she changed the battery, and the device would not turn back on. She stated that she had not been on the insulin pump since the day prior due to the blank display issue. She stated that she did not have another new battery to test with the insulin pump. She was advised that the battery cap would be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan if the display did not return upon a battery replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.